Manufacturer narrative:
The pad device incorrectly gave a "child patient" message when a pad-pak was inserted. The fault was confirmed to be associated with a faulty reed switch. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because it was incorrectly giving a "child patient" message.